Event description:
It was reported that the device exhibited a system error. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case. There was a 'force sensor test' alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression on the main pcb and position pot was the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.